Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the right atrial (ra) lead exhibited helix activation whilst being attempted to be used. The lead was never implanted. No patient complications have been reported as a result of this event.